Event description:
It was reported that during the implant procedure, the introducer sheath was leaking at the hemostatic valve after removal of dilator. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis was performed and no anomalies were found. Saline solution was injected into the valve port with the dilator removed. There was no leaking of saline observed at the hemostatic valve site. The saline exited at the distal end of the catheter. There were no anomalies observed regarding the returned introducer.